Manufacturer narrative:
As reported, while opening the capsure straight device package, it was found that there was a hair inside the package. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march, 2022. If/when sample evaluation is returned and evaluated, a supplemental MDR will be submitted. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The evaluation of the sample finds no trace of a hair or foreign substance in the opened product sterile pouch or on any of the other components that were returned. Also, the lot# of the pouch returned does not match the lot reported. Based on the available information, no conclusion can be made at this time as the whether or not a hair or foreign material was present on the package as reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic procedure, upon opening the capsure straight fixation device package, foreign matter (hair) was noted in the sterile package. There was no reported patient injury.

Manufacturer narrative:
As reported, while opening the capsure straight device package, it was found that there was a hair inside the package. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march, 2022. If/when sample evaluation is returned and evaluated, a supplemental MDR will be submitted.

Event description:
As reported, during laparoscopic procedure, upon opening the capsure straight fixation device package, foreign matter (hair) was noted in the sterile package. There was no reported patient injury.